Event description:
It was reported that a er320 was about to be used during a laparoscopic cholecystectomy. It was reported by the affiliate that as soon as the surgeon opened the sterile package, he noticed that the jaws of the clip applier were detached. There was no consequence to the pt.